Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed; an 8 hour "burn in" test on the returned device did not identify an image or functionality problem. Additional evaluation findings are as follows: 1.) The cable failed a leak test due to a puncture noted on the middle section of the cable; 2.) A chip on the rubber part of the rear cover packing was noted; 3.) Rear cover label noted faded; 4.) Minor kink on the cable near the camera head boot was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image did not appear. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.